Event description:
It was reported that, "dislocation of implant. The hip came out of socket."

Manufacturer narrative:
The device is not available for evaluation. If additional information is provided, the evaluation results will be submitted in a supplemental report.